Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site was unable to take images due to a generator error. The issue was resolved when the rep reset the generator error by reloading the software. The calibrations and connections were checked. The imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the imaging system was showing a generator issue that was discovered during a rep's diagnostic. The site was unable to acquire any images. There was no patient present when this issue was identified, but had to reschedule a patient due to this incident.